Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during the preparation process, and the patient was moved to another system to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system monitor on the mcs displayed a blue screen. Upon troubleshooting, the fse confirmed that the live monitor was defective and needed to be replaced. To resolve the issue, the fse replaced the monitor. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was displaying a blue screen, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.